Manufacturer narrative:
Concomitant: product ID 4351-35, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 4351-35, serial# (B)(4), implanted: 2014-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was admitted to the ER from saturday to thursday due to nausea, vomiting, and pain. The patient¿s ¿pacer¿ seemed to stop and start and cause the issues. The patient also experienced dehydration.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient had a loss of therapeutic effect. The patient needed their device to be interrogated and wanted the adjusting thing to be sent to their gastrointestinal (gi) specialist so they could learn to adjust it and the patient wouldn¿t have to travel 8 hours round trip. It was noted that the patient¿s device frequency kept dropping on its own. It kept dropping every time since implant and they set it at 7v at surgery and it dropped to 1v in 1 week. It was reported that it was set back up to 5v and dropped and then again at 9v and now at 7v. They had it at 9v in the hospital and left then a couple of weeks ago the patient went back to their 3 week checkup and it dropped to 7v. It was noted that right out of the hospital it was set to 5v and then at t he 3 week checkup on 2014-(B)(6). It was down to 1v. The patient needed it set to 9v as it worked best at this voltage. It was reported that the patient the patient started vomiting 2 days before seeing their health care provider (hcp) almost 2 weeks ago and they had been vomiting for 2 weeks. The patient was at 7v event thought they were at 9v 3 weeks prior. It was noted that the patient¿s hcp said to leave it and see what happened and had been talking the patient every day and they said to have it increased again. Additional information received reported that the device dropped voltage without being prompted and was first set to 5v and the dropped to 1.5v. Then it was set to 9v where it was therapeutically beneficial 5 days after implant and it dropped to 5v when the patient went in 3 weeks after implant. It was noted that this started right after implant and the patient had the paperwork stating that the implant didn¿t hold its frequency and it was noted that by this they meant its voltage. They wanted to program the implant and were told by someone who they thought was the manufacturer representative but was actually the administrator that they would be given instruction with the clinician programmer on how to do so and they had no idea how to use it. It was reported that the patient¿s other hcp was aware of the issue but nothing seemed to be addressed by them. The manufacturer representative would contact the patient¿s hcps.

Event description:
It was later reported the voltage was a claim but the patient and not the provider. It was noted follow up was done with the nurse p ractitioner and they verified normal device function. It was stated the patient's device was interrogated and had normal function. It was noted the patient complaint was not related to device function and no cause was determined. It was reported it was not discussed how the patient was doing.